Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a chest x-ray revealed this patient's left ventricular (lv) lead, right atrial (ra) lead and right ventricular (rv) lead were damaged. An extraction procedure was performed which revealed that the implanting physician had sutured the ra lead to the lv lead and the lv lead to the rv lead. It was reported that the sutures had worn through the suture sleeves. During the extraction procedure the subclavian was split. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned segments of the lead were thoroughly inspected and analyzed. Two segments of the lead were returned; severed 665 mm from the terminal pin for a total length of 907 mm. Set screw marks were noted on both terminals. Laboratory analysis confirmed there were multiple points of damage with both the lead insulation and the conductor coils which was likely related to the explant procedure. There were also indents in the insulation from the suture sleeve tie down sites. Both segments of the lead were confirmed to be electrically continuous.